Manufacturer narrative:
Integra has completed their internal investigation on 09oct2015. The involved device is still implanted in the patient. A patient directly asked integra whether the integra low flow valve would be more suited to the patient's needs than the osv ii the patient was implanted with. The patient stated experiencing an ¿overdrainage¿ situation, complaining of ¿sound in my head¿. Integra answered stating that such clinical questions should be answered by the treating physician. Integra understands that a third ventriculostomy was performed and was ¿active¿, therefore it can be assumed that the osv ii shunt was no longer required. In addition, placing a ¿shunt assistant¿ on an osv ii valve is clearly cautioned in the IFU as it may impact the pressure/flow characteristics of the valve. (B)(4). The involved device is still implanted. Therefore, from the available information, integra does not consider an osv ii quality issue is responsible for the event. Overdrainage is a known complication of hydrocephalus shunts, identified in the product labeling and documented in the product risk analysis. The exact root cause of the patient¿s clinical signs is to be evaluated by his treating physician. No further investigation nor corrective action is deemed required for the device.

Event description:
The patient reported the following to integra: my problem is overdrainage, causing terrible sounds in my head. A hospital in (B)(6) tried to install a brake-mechanism on the tube, trying to decrease the flow. I have tried to convince the hospital to get me a valve with a lower flow (low flow valve) but they said they only use 3 types of shunts no matter what. The valve I have today is an osvii, 18-30ml/hr. I know there is a valve called integra nph low flow valve, which has a lower flow rate, 8-17 ml/hr. But instead of installing another valve, they have put a "shuntassistant" with a vertical range of 20. I still have a high frequent sounds in my head, all the time, no matter if I'm horizontal or vertical. The reason why it's overdraining is that I have an active 3rd ventricle "stomi?" In my head. The osvii has worked ok at an earlier stage, before I had the stomi surgery. But this one wasn't reversed as they installed a new shunt." The patient asked integra whether the integra low flow valve would be more suited than the osv ii the patient was implanted with. Integra answered stating that such clinical questions should be answered by his treating physician.